Manufacturer narrative:
The subject device has not been returned to omsc but was returned to (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the air/water channel of the device tested positive for unspecified microbes (176 cfu/channel). The testing result cleared the german guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Air/water channel , instrument channel and auxiliary channel: unspecified microbes (the number of microbe is unknown) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. It was found that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. The instrument channel: staphylococcus aureus (1cfu), the auxiliary water channel: staphylococcus aureus (100cfu). The subject device had been reprocessed with a non-olympus automated endoscope reprocessor (steelco), using a non-olympus disinfectant solution (neodisher septo pac, dr. Weigert), the exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.